Event description:
The facility representative reported a colleague infusion pump with "814:04" failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 814:04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.